Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her blood glucose level was not working properly. She was in the hospital on (B)(6) 2016 with a high blood glucose level of 699 mg/dl. The customer treated her blood glucose level with manual injections. She had trouble breathing, was vomiting, had chest pain, and was dizzy. The customer was placed on insulin drip and IV fluids. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.